Event description:
It was reported that the patient, who was involved in the (B)(4) clinical study, died approximately 1 month post implant of the implantable pulse generator (ipg). A cause of death was requested and not received.

Manufacturer narrative:
The patient's medical history was significant for persistent atrioventricular block (3rd grade) and permanent atrial fibrillation. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. (B)(4).